Manufacturer narrative:
Block d4: serial number is nmn25a2fy the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that early afternoon on (B)(6) 2020, he developed symptoms of "shaking, warm, lightheaded, not able to manage his hands easily." In response to the symptoms, the patient reported that he tested his blood glucose with the subject meter and obtained an alleged inaccurate high reading of "119 mg/dl." During the call, the patient stated that he thought he must not be experiencing a low blood glucose excursion however when his symptoms started to get more severe, he ate a cookie and symptoms resolved 15 minutes later. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed worsening symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.